Event description:
Boston scientific crm received information that a non-invasive programmed stimulation (nips) study was performed on the patient this implantable cardioverter defibrillator (ICD). The patient was in atrial fibrillation and ventricular fibrillation was induced, which was treated successfully with a shock, however, ventricular pacing post-shock re-induced ventricular tachycardia (vt). This device successfully detected, charged and delivered a shock, however, conversion was not successful. The patient required external defibrillation.

Manufacturer narrative:
Technical services discussed possible device re-programming to mitigate the timing issue that is liking contributing to the clinical observations. At this time, no additional information is available. If additional information becomes available, this event will be updated. The device was later explanted and returned for analysis following a device upgrade procedure. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.